Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with a transplant patient experiencing issues with an axillary inserted ballloon. The patient had been experiencing gas alarms and a failure to fill alarm, with no blood in the helium tubing and secure connections verified. User resolved the alarms by repeatedly pressing start. The nurse provided troubleshooting steps for the alarms. Physicians inquired about replacing the balloon due to persistent alarms over several days. The esp personel response clarified the nature of the alarms, emphasizing that the decision to remove and replace the balloon rested with the clinicians, and discussed the impact of alarm frequency and pump standby time on patient therapy duration. The call was ended. No harm or injury reported.